Event description:
A surgeon reported that a patient received an intraocular lens (iol) implant in the right eye on july 2001. The expected post-operative refractive was -0.36d. However, refraction resulted in -1.75d at post-operative examination. Additional information has been requested.

Event description:
Additional info provided by the surgeon indicates there was no difference between the labeled power and the actual power of the lens and that the unexpected postoperative refraction was not related to the product.